Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported, that "pts offset connector has separated out from the tulip head of the screw. Revision took place 07/28/09. Offset connector removed from pt and replaced with new blockers."